Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the dfu notes the reported event as potential adverse event associated with the tavr/tavi procedure. The product is not expected to be returned; if additional information is received or product is returned a follow-up medwatch will be filed.

Event description:
Information reported during a conference. Conference name: (B)(6). A patient with severe aortic valve stenosis. The patient was introduced to the hospital with nyha 3 degree heart failure symptom, and was diagnosed with severe as. There was collateral disease, co-morbidities such as primary biliary cirrhosis. This time, left pneumothorax caused by interstitial pneumonia has occurred. After thoracoscopic surgery, clinical inoperable severe as case exacerbated with nyha 4 degree. Coronary artery catheter examination showed significant stenosis from the left main trunk to the left anterior descending branch. The characteristics of the aorta were very bad. Since the trans femoral artery approach was difficult, direct aortic access tavi + opcab was initially planned. However, the patient had comorbidities as described above and overall condition was bad and the patient could not withstand thoracotomy, so pci + tf tavi by pcps support was performed. First, initial opening of both femoral arteries were performed and pcps was inserted. Pci was performed from the right brachial artery. After that, 18fr long sheath was delivered from the left femoral artery but it was unable to advance due to stenosis. 18 fr dry sheath was placed and the procedure was continued. Safari extra small was advanced into the left ventricle. When the 29 mmevolut r was passed through the aortic valve, the left ventricle was almost akinesis and st elevation was observed on v46 on the monitor. Imaging was performed after removing the device and occlusion of the proximal left anterior descending branch was observed. Since thromboembolism was suspected, the guiding catheter was delivered again and thrombus aspiration was performed, and then, the occlusion in the proximal part has improved. However, left anterior descending branch peripheral occlusion and st elevation has remained. No improvement was observed in the left ventricular wall motion. It was an objective to complete treatment of the aortic valve. After that, evolut r was placed. After placement, st has also increased in ii [?] Iii [?] And avf. When imaging was performed again, thrombus occlusion was also suspected in the periphery of the right coronary artery. Further treatment of coronary artery was difficult. More than moderate perivalvular leakage was observed, so post bav using 23 mm balloon was performed and procedure was completed. In the final evaluation, there was almost no wall motion in the left ventricle. Pulmonary edema has continuously occurred and the patient has died on the same day. It is a case of death due to pci and tavi treatment on a very high-risk patient. In addition to considering the causes of complications, investigation and report regarding treatment plan and treatment policy was performed.